Event description:
It was reported that the lead is coming out of the package with a cant at the distal end. The physician said that he will stop using these leads until we fix this issue. The lead is still in use. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead is coming out of the package with a cant at the distal end. The physician said that he will stop using these leads until we fix this issue. The lead is still in use. Additional information was received and the following was noted: this lead presents well in the inner packaging. However, when the lead is removed from its inner packaging, a slight cant at the distal end towards the tip occurs. Consequently, the physician has a concern the slight cant may impact how the lead will interface with the tissue. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.